Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended an put back into service.

Event description:
The customer reported that the system detected corrupt images and deleted them and lost data. There was no patient injury or death reported.